Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a peripheral procedure on (B)(6) 2017 to treat a target lesion in the superficial femoral artery (sfa). A perforation occurred during use of a non-abbott atherectomy device. Balloon inflations using a non-abbott dilatation catheter were performed and the perforation was sealed. Additional intervention was performed in the sfa and it was noted that the perforation remained. The physician had concerns of possible compartment syndrome and concern of possible clot; therefore, the 3.5 x 16 mm graftmaster stent was deployed at the perforation. Post-deployment, there was complete concealment of the perforation with good wall apposition. The distal protection device was removed. Additional balloon inflations were made and post intervention angiography noted 0% residual stenosis throughout the entire length of the sfa and complete concealment of the perforation. On the 7th day post procedure, the patient experienced recurrent pain in the foot and angiography noted occlusion at the site of the graftmaster stent. Angioplasty was performed and excellent flow was noted. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use as a known patient effect of coronary stenting procedures. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU)states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.